Manufacturer narrative:
(B)(6). This lot was manufactured march 4, 2017 ¿ march 7, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was observed with a large volume folfusor. It was further specified that the pump completed the infusion in 24 hours rather than expected 46 hours. The pump was filled with fluorouracil 4800mg in 233ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.